Event description:
Shiley rec'd a copy of a hospital medical device explant form which indicates that the pt was admitted to the hosp for replacement of her bjork-shiley conical disc aortic heart valve due to "aortic stenosis (secondary) to pannus overgrowth".

Manufacturer narrative:
Section h3 & section h6-- the valve was not returned to the MFR. According to a copy of the pathology report forwarded to shiley from the pt's surgeon, gross examination of the valve indicated that "on one surface, there appears to be a ring of fibrous tissue that has overgrown the periphery, causing the lumen to be narrowed to 1.0 cm in diameter." The microscopic examination indicated that "section of tissue attached to prosthetic valve show[ed] fibrous tissue with focal calcification."